Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was at school inside his classroom when the patient become unconscious. Around 3pm on that day, the patient´s grandmother went to pick up the patient from school, but during dismissal the patient was barely breathing and become unconscious for approximately 10 minutes. The patient´s private duty nurse called 911 and later went and called for the grandmother who was waiting outside. While the patient was unconscious, the private duty nurse noticed that the reading on his cgm was 56 mg/dl. However, no fingerstick was done. The private duty nurse then administered glucagon to the patient. About 10 minutes after the glucagon was administered, he regained consciousness and woke up on his own. As per the private duty nurse, the patient was doing fine when he woke up and went back to his normal self. Although the private duty nurse called 911, it was no longer needed because the patient was doing fine after he was provided with glucagon inside their classroom where the incident happened. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.